Event description:
It was reported that a physician, in training in the use of the perclose proglide, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after the rail suture was pulled and the knot advanced, hemostasis was not achieved. Manual arterial compression and a non-abbott device were used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Without the device evaluation, a cause for the inability to achieve hemostasis with the knot could not be determined. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported. Based on the information available and the inspection criteria, there does not appear to be any indication of a product quality deficiency.